Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-sensed t-wave oversensing was noted on a stored egm. Programming changes made to address the oversensing issue; however, under undersensing was seen on the rv lead. Lead revision is planned, but no procedure has been scheduled yet.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received indicated that the lead was capped and replaced (B)(6) 2018 due to undersensing after previous programming change was made to address post-sensed t-wave oversensing issue.